Event description:
The customer reported a leak in the centrifuge after 6 hours, despite correct installation of the set. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the kit was returned for analysis. Upon inspection, a pinhole leak at the collect connector was confirmed. This pinhole leak would cause the customer complaint of leak in the centrifuge channel. Manufacturing record review: a review of the manufacturing records was conducted in relation to this failure mode. For this disposable lot number, there were no in-process non-conformities, no engineering change orders, and no in-process inspection failures or observations related to this failure mode. There were no simulated testing observations or failures. The product met all acceptance criteria for release. Root cause: the root cause for the leak in the centrifuge channel was the pinhole found in the collect connector tubing.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no issues identified in the DHR that would have contributed to what the customer experienced. Corrective action: terumo bct has implemented lot release testing on the spectra optia channels to reduce the occurrence of this failure mode. This corrective action is still ongoing at terumo bct. It has reduced but not eradicated this failure mode. Therefore, dedicated engineering resources have been working on possible resolutions to this issue. The filler is being modified in a manner that the team believes will address this issue. This potential solution is currently in the validation phase.